Event description:
It was reported that the endoscope had dark image. There was no reported injury. Intuitive surgical followed up with the customer to obtain additional information; however, no further details was available as of the date of this report.

Manufacturer narrative:
The endoscope involved with this complaint was returned to the original equipment manufacturer (OEM) for evaluation and device evaluation was completed. Failure analysis investigation confirmed the reported complaint. The distal window was missing, resulting in fluid invasion and subsequent major damage to optical components. Complete window was missing. Fragments of adhesive on the distal window were missing.